Manufacturer narrative:
The pod will not be returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. W/o the pod returned for investigation, no conclusion can be drawn. The hospital had indicated that the pod "hadn't worked," though no specific failure mode was cited. The customer properly followed user guide instructions by seeking medical attention in response to experiencing high bg levels with ketones. Based on the info provided in the report, the cause of the customer's high bg levels cannot be determined.

Event description:
The customer reported that he had gone to bed with bg levels in the 100-100mg/dl range, but his levels rose to 500mg/dl when he woke. In addition, high ketones were experienced. As a result, he ended up in the hospital; the hospital stated that the "pod hadn't worked," though no specific failure mode was cited. No add'l info was provided about the device or the event. The pod will not be returned for eval.